Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels (400-500 mg/dl), and diabetic ketoacidosis. Customer was treated through intravenous drip of insulin and oxygen due to difficulty breathing. Customer was released on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.